Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and the battery compartment was intact. There was evidence of moisture contamination inside the battery compartment. There was evidence of short battery life observed in the pump's black box in the form of voltage drops. The pump's current draws were within specifications. The pump passed a leak test. There was evidence of additional moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.